Event description:
It was reported that the catheter was cut by dressing scissors during removal. The pt was taken back to the operating room for catheter removal. It was stated that the pt's condition was satisfactory. Follow-up with the customer indicated that the device was discarded.

Manufacturer narrative:
Evaluation summary: the information contained herein is based on the info provided by the initial reporter. It was indicated that the device was discarded by the customer, and therefore, not available for eval and investigation. Without the actual product, specific model or lot number, a complete analysis cannot be conducted. It was reported by the surgeon that the catheter had been cut by dressing scissors during removal. The pt was taken back to the operating room for catheter removal. It was stated that the pt's condition was satisfactory. The directions for use (dfu) provided with I-flow catheters has a caution: "do not cut or forcefully remove catheter." If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.